Manufacturer narrative:
This event was identified during internal quality system activities involving retrospective review of literature sources. Upon review, the manufacturer determined the event meets applicable medical device reporting criteria and is submitting this report to ensure completeness of complaint and MDR documentation. This submission does not represent new information regarding device performance or a change in the known risk profile of the device. The suspect device was not returned for evaluation. Device lot information was not available from the publication; therefore, a review of manufacturing records and complaint trending specific to the device lot could not be performed. Based on the information available from the literature source, the complaint could not be confirmed, and a definitive root cause could not be determined.

Event description:
The publication describes multiple serious injury events summarized in aggregate form without complete patient-level detail. Therefore, the manufacturer is submitting a consolidated literature-based MDR representing the serious injury event type described in the article. Study: study: frandon, j., bey, e., hamard, a., mohammad, h., gonzalez, s., greffier, j., chevallier, t., de forges, h., beregi, j.-p., & droupy, s. (2021). Early results of unilateral prostatic artery embolization as a focal therapy in patients with prostate cancer under active surveillance: cancer prostate embolisation, a pilot study. Journal of vascular and interventional radiology, 32(2), 247-255. Https://doi.org/10.1016/j.jvir.2020.10.002 was reviewed during internal quality system activities. The publication describes the microspheres used in prostatic artery embolization (pae) procedures that have been associated with urinary infection, pain, and access site hematoma. Embolization was successfully achieved in all patients; prostate ischemia was confirmed on multiparametric mr imaging, and no off-target ischemia was reported. No major complications were reported. Two patients that experienced adverse events. Patient 3- reported a grade ii urinary infection on day 3 which was successfully treated with ofloxacine (200 mg) twice a day for 10 days. Patient 5- reported a grade I prostatic pain just after embolization, which resolved within 5 days following treatment with prednisolone (20 mg) combined with omeprazole (20 mg) once a day and paracetamol (1000 mg) 4 times a day.